Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a recent device check, there were inappropriate mode switches due to atrial lead noise. The atrial lead impedance values were noted to have been gradually increasing, with variability, and high measurements observed for several years. In addition the right atrial (ra) lead exhibited low r-waves. A lead revision procedure was attempted, but was unsuccessful due to left subclavian vein occlusion. The ra lead was capped. No patient complications have been reported as a result of this event.